Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system faulted with recoverable error 23103 on arm 4 while docking. The system logs confirmed the error 23103 and 23105 pointing to distal set up joint (dsuj)4. Prior to calling, the customer was unable to recover the fault and elected to disable arm 4 and continue with the procedure. The tse recommended hard cycling the patient side cart (psc) after the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed, and the error was confirmed as having occurred in the field and replicated in-house. The unit was tested on a test platform and wrist encoder test failed. It only showed the red line, and it did not move. The wrist encoder will be replaced as a fix. The complaint was confirmed based on the failure analysis.